Event description:
The pump was explanted and returned to the manufacturer after an implant duration of less than 3 months. No reason for the explant was given. A follow up report will be sent when additional information is received.